Event description:
Infant was sleeping in radiant warmer and having photographs taken when this rn saw that infant began desaturating and satting in the 70s. Due to a history of these devices failing, this rn immediately looked to see if the nasal cannula had fallen off of the humidifier and it had. Nasal cannula was re-secured to the humidifier. Saturations improved immediately.